Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed dislodgment verified via x-ray and difficult to reposition and failure to capture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed dislodgment and difficult to reposition on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.